Manufacturer narrative:
Despite the recommendations that were provided, the subsidiary has reportedly decided not to perform new measurements/tests. There is no indication of device issue from available data and therefore no contraindication to implant the device.

Event description:
A reply vdr interrogated in the box prior to implant showed a battery impedance at 1,25kohm. Preliminary analysis confirmed the reported event. Recommendations have been provided.

Event description:
A reply vdr interrogated in the box prior to implant showed a battery impedance at 1,25kohm. The user reportedly decided not to implant the device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A reply vdr interrogated in the box prior to implant showed a battery impedance at 1,25kohm. Preliminary analysis confirmed the reported event. Recommendations have been provided.